Event description:
It was reported that, during the set-up for a cori assisted tka surgery, when trying to unlock the real intelligence robotic drill, a critical error followed by an internal error popped up. There was no sound made after the unlock button was pressed. A kpc test was attempted and upon insertion of the bur, they felt the housing push in instead of locking in place and the long attachmet got stuck on the drill. All tests failed. Surgery was performed with a sn back-up device, without any delay. After the case, they manually unlocked the drill and released the long attachment. They reattempted a kpc test and were able to lock the bur in place, however, the bur would not spin on any of the tests. The orange button was pressed and all tests immediately failed two times.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, (B)(6) , intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A burr was unable to be loaded during drill diagnostics. Test case setup led to a "system timeout error" loop state, unable to progress. The reported problem of not being able to lock a burr into place was confirmed. The reported problems of critical errors and failed kpc tests were not confirmed as testing could not progress to the kpc testing phase. Substituting the exposure motor with a known good motor corrected the problem. An engineering review was completed. The reported problem was confirmed. The exposure motor encoder was tested and found to be unresponsive. The most likely cause of this event is an exposure motor failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H6, h7, h9: the real intelligence robotic drill, part number rob10013, sn: (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A burr was unable to be loaded during drill diagnostics. Test case setup led to a "system timeout error" loop state, unable to progress. The reported problem of not being able to lock a burr into place was confirmed. The reported problems of critical errors and failed kpc tests were not confirmed as testing could not progress to the kpc testing phase. Substituting the exposure motor with a known good motor corrected the problem. An engineering review was completed. The reported problem was confirmed. The exposure motor encoder was tested and found to be unresponsive. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.